Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of band unable to deploy.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophageal varices during an esvd procedure performed on (B)(6) 2025, for the hemostatic treatment of varicose vein. During the procedure, the band could not be deployed properly. The procedure was completed with another speedband superview super 7. It was noted that no difficulty was experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophageal varices during an esvd procedure performed on (B)(6) 2025, for the hemostatic treatment of varicose vein. During the procedure, the band could not be deployed properly. The procedure was completed with another speedband superview super 7. It was noted that no difficulty was experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
H2: additional information: block e1 (initial reporter state and zip/post code) has been updated based on the additional information received on 01aug2025. H6: imdrf device code a050501 captures the reportable event of band unable to deploy.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophageal varices during an esvd procedure performed on (B)(6) 2025, for the hemostatic treatment of varicose vein. During the procedure, the band could not be deployed properly. The procedure was completed with another speedband superview super 7. It was noted that no difficulty was experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block h2: additional information: block e1 (initial reporter state and zip/post code) has been updated based on the additional information received on 01aug2025. Block h6: imdrf device code a050501 captures the reportable event of band unable to deploy. Block h11: the speedband superview super 7 device was returned, and during visual inspection, it was found that the handle does not have evidence that the trip wire was secured to the post and the slack was not taken up. Additionally, the ligator housing was not returned. No other problems with the device were noted. The reported event of band unable to deploy was not confirmed. Investigation found that the instructions for use of the device were not followed since the slack was not taken up from the handle slot. This can ultimately affect the way the bands are supposed to be deployed once the ligator housing is installed in the endoscope, making the trip wire not work accordingly with the handle when pulling the bands. However, the ligator housing was not returned for the analysis. The most probable cause of the reported issue cannot be established due to lack of evidence. The ligator housing was not returned for analysis to identify any defect with the device. Additionally, without proper evaluation of the device, it remains unknown the most probable causes that contributed to the event. Therefore, the most probable root cause is cause not established.